Event description:
A review of service data detected a reportable event. Upon servicing battery pack sn (B)(4), the battery pack had contamination on the batteries cells. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not charge) has been confirmed. Upon eval, the battery would not charge when put into the charger. Liquid contamination was found inside the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the battery pack contamination. The last patient to use this battery did not report any deficiencies.